Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 mg/dl. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated above 70 mg/dl at the time of the low bg. The customer was subsequently hospitalized and treated with "resugar infusion" to address bg. Reportedly, the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.